Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent an unspecified procedure using rhbmp-2/acs. Post-op, the patient reportedly has had to visit the doctor frequently, has had complications, pain, and has undergone a revision surgery.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2012 the patient underwent CT scan of abdomen and pelvis. No acute findings. On (B)(6) 2012 the patient underwent CT scan of the abdomen from the diaphragm to the iliac crests were performed. Impressions: mildly dilated loop of mild small bowel. Differential diagnosis includes a mild/partial small bowel obstruction, mild ileus and enteritis. On (B)(6) 2012 patient presented with chief complaint of pain. Findings: radiographically normal right wrist. On (B)(6) 2012 patient presented with chief complaint of l side back and neck pain. CT ls spine impressions: no acute abnormalities identified. There is mild foraminal narrowing at the postoperative levels but no central canal stenosis. On (B)(6) 2012 patient presented with chief complaint of neck pain. Findings: the ultrasound images demonstrate a superficial hypoechoic collection measuring 5.4 x 3. 9 mm. The small collection is reportedly under a draining incision site and could represent a small seroma or abscess collection. The ultrasound appearance is nonspecific. Correlate clinically. On (B)(6) 2013 patient presented for follow-up visit. On (B)(6) 2013 patient visited for medicine refill. On (B)(6) 2013 patient presented with complaint of numbness bilateral legs. On (B)(6) 2014 patient presented for check up and complaint of nausea. 04 mar 2014 patient presented for check up. On (B)(6) 2014 patient presented for check-up, "states have surgery back fusion, pain stimulator removed." On (B)(6) 2014 patient presented with chief complaint of legs stinging/hurting, r inguinal bulge. On (B)(6) 2014 patient presented with chief complaint of ankle pain. Review of musculoskeletal system: l ankle edema, pain, a little warm tender to touch. On (B)(6) 2014 patient presented with chief complaint of right eye problem. On (B)(6) 2014 patient presented for follow-up visit. 05 mar 2015 patient presented with chief complaint of sore throat, congestion, cough. On (B)(6) 2015 patient presented with chief complaint of l side facial spasm. On (B)(6) 2015 patient presented with chief complaint of back pain. Review of musculoskeletal system: muscle ache: yes, joint pain: yes, back pain: yes. On (B)(6) 2015 patient presented with chief complaint of burning sensation, ejaculation. On (B)(6) 2015 patient presented with chief complaint of spider bite, back and hip pain. Review of musculoskeletal system: muscle ache: yes, joint pain: yes, back pain: yes. On (B)(6) 2015 patient presented with chief complaint of pain in lower back, blister on left arm from grease. Review of musculoskeletal system: muscle ache: yes, muscle weakness: yes, joint pain: yes, back pain: yes. On (B)(6) 2015 patient underwent CT head without contrast. Impression: no acute intracranial abnormality. On (B)(6) 2015 patient presented with chief complaint of neck pain, muscle spasms, left hip pain. Review of musculoskeletal system: joint pain: yes and left hip radiating down leg.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2009 patient admitted with following admission diagnosis: abdominal pain gastritis. On (B)(6) 2011: patient underwent x-ray of lumbar spine. Patient admitted with following admission diagnosis: "ble" pain and swelling post surgery. On (B)(6) 2011 patient admitted with following admission diagnosis: pelvic pain. On (B)(6) 2012: patient admitted with following admission diagnosis: cervical spondylosis, lower extremity weakness. On (B)(6) 2012 patient admitted with following admission diagnosis: pain and stiffness right wrist. On (B)(6) 2013 patient admitted with following admission diagnosis: lumbosacral spondylosis. On (B)(6) 2013 patient admitted with following admission diagnosis: abdominal pain. On (B)(6) 2014 patient admitted with following admission diagnosis: degeneration of cervical intervertebral. On (B)(6) 2015 patient admitted with following admission diagnosis: lumbar spondylosis.

Event description:
It was reported that on (B)(6) 2011 the patient was diagnosed with lumbosacral spondylosis. The patient underwent CT of the lumbar spine due to low back pain. Findings: at the l2-l43 , there is contrast present within the central portion of the intervertebral disc with a small amount of contrast extending far laterally and to the left to the margins of the end plates. At the l3-4 level, there was contrast present diffusely throughout the intervertebral disc and contrast extends to and beyond the marginal confines of the end plates. No focal contrast extending beyond the confines of the endplates is evident. At the l4-5 level, there is contrast present diffusely with contrast extending to the margins and beyond the margins of the end plates. No definitive focus of contrast extends beyond the margins of the end plates. On (B)(6) 2012 the patient presented for an office visit. The patient was diagnosed with lumbar spondylosis. The patient underwent x-ray of the chest pa and lateral. No acute infiltrate or pleural effusions are identified. The size of the cardiac silhouette appears within normal limits. Post operative changes are evident. No acute cardiopulmonary process is identified.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2012 the patient underwent x-ray of chest pa and lateral. Impression: no active appearing cardiopulmonary abnormalities. Two stimulator electrodes are seen in the superficial soft tissues at the mid right posterior thoracic region. An anterior fixation plate and posterior fusion rods are partially imaged in the lower cervical spine. (B)(6) 2012: the patient underwent x-ray of lumbar spine ap and lateral. Impression: multilevel surgical changes. No complicated features are identified. No malalignment. (B)(6) 2012: the patient underwent x-ray of lumbar spine ap and lateral. On (B)(6) 2012: the patient underwent bone mineral density evaluation. Impression: who classification of normal bmd in the left forearm. Who classification of low normal bmd in the femoral neck. On (B)(6) 2012 the patient presented with following admitting diagnosis: lumbar and cervical spondylosis, chronic pain syndrome and failed back surgery. The patient underwent x-ray of chest pa and lateral pre-op. Impression: no active cardiopulmonary disease is identified. On (B)(6) 2012 the patient was diagnosed for lumbar spondylosis. The patient underwent trail implantation of spinal cord stimulator. The patient tolerated the procedure well. (B)(6) 2012 the patient was diagnosed for hypothermia, acute pain. On (B)(6) 2012 the pre-op diagnosis was: lumbar spondylosis, cervicogenic headaches. The patient underwent permanent spinal cord stimulator, lumbar spine. Removal of occipital nerve stimulator for cervicogenic headaches. The patient tolerated the procedure well. On (B)(6) 2014: patient reported low back pain and hip pain. Since the rh-bmp2/acs surgery, the patient has been suffering from: difficulty swallowing; difficulty breathing; difficulty speaking; back, neck, and hip pain; radiating pain to lower extremities; the pain is more frequent and more severe than before the infuse surgery; localized edema; nerve injury; osteoarthritis; bone overgrowth; dystrophic bone causing central canal and bilateral foraminal stenosis that impinges on the spinal cord and exiting nerve roots; erectile dysfunction; multiple revision surgeries; mental anguish; depression; need to use a cane or scooter to get around; and chronic infections caused by spinal stimulator, which was implanted to treat rh-bmp2/acs related injuries.

Event description:
It was reported that on, (B)(6) 2014 the patient underwent rad chest pa <(>&<)> lateral. On (B)(6) 2015 patient presented for an office visit due to toothache. On (B)(6) 2015 patient presented for an office visit due to dyspnea, rash. On (B)(6) 2015 per billing records, patient underwent chest x-ray. On (B)(6) 2015 patient underwent CT head without contrast.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2013: the patient underwent x-ray of lumbar spine due to lumbar radiculitis, low back pain, left leg greater than right leg numbness and previous lumbar surgery. Impression: interval l2-3 anterior and posterior fusion with interval canal decompression since (B)(6) 2012. Other post-op changes. L4-5 spondylosis with mild canal narrowing. On (B)(6) 2013 the patient presented with pre-op diagnosis of lumbar spondylosis. The patient underwent permanent implantation of intrathecal pump. Patient tolerated the procedure well. On (B)(6) 2014 the patient underwent x-ray of chest 1 view. Impression: atelectasis or infiltrate right lung base. The patient presented for an office visit due to chest discomfort. The patient described the chest discomfort as a gas sensation occurring in the mid subternal region and radiating to the left extremity. On (B)(6) 2015 patient admitted with following admission diagnosis: lumbar spondylosis. The patient underwent CT myleogram for lumbar region. Impression: post-op changes and lumbar spondylosis. The patient underwent x-ray myleogram for lumbar region. Impression: post-op changes. Otherwise unremarkable.

Manufacturer narrative:
(B)(4)